Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photograph was performed with the naked eye. The reported problem was verified as scratches/nicks that were visible in photographs near tac-weld. An assignable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there were nicks/cuts in the tubing of a homechoice low recirculation volume apd set with cassette. The nicks/cuts were about two (2) inches from the cassette. There was no patient involvement. No additional information is available.